Event description:
It was reported during a ptca/stent procedure, two attempts were made to advance a multi-link across the lesion site, but it was unable to cross. The stent delivery system was then withdrawn through the guiding catheter. Another co's stent was advanced to the lesion site, but also was unable to cross. An attempt to withdraw this delivery system through the guide catheter failed, necessitating removal of the delivery system, guide wire, and guiding catheter as a unit. During removal, the stent caught on the end of the sheath and separated. The stent was retreived with a snare and held in place while the femoral artery was surgically resected to remove it. At this point, it was discovered that the stent had separated from the delivery system and it was thought to have dislodged within the anatomy. It appears that the material which was retreived was actually both stents twisted together.